Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an endoscopic dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon ruptured. Reportedly, the device was removed from the patient and the procedure was completed with another cre fixed wire dilatation balloon. There were no patient complication as a result of this event.

Manufacturer narrative:
Block h2: correction: blocks e1 (initial reporter title, initial reporter city, initial reporter zip/post code, initial reporter phone and initial reporter email), g1 (MFR site facility name, MFR site address 1, MFR site address 2 and MFR site zip/post code), g2 (report source and report source (other)). Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was torn longitudinally, which confirms the reported event of balloon burst. No damage found on the catheter and guidewire of the device. Microscopic inspection was done and found the inner lumen was accordioned and the guidewire was stretched in the distal side. Functional analysis was performed, the preloaded guidewire was advanced without issues inside of the lumen. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other surface, and the force applied over the wireguided during the procedure could create friction on the balloon per this reason the internal lumen was accordioned and the wire was stretched in the distal side an caused the balloon to be torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an endoscopic dilatation procedure performed on (B)(6), 2021. During the procedure, the balloon ruptured. Reportedly, the device was removed from the patient and the procedure was completed with another cre fixed wire dilatation balloon. There were no patient complication as a result of this event.